Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per (B)(4) since the serial number for the unit was not provided. There is no alleged malfunction of the iabp; however, additional information has been requested, and if same is provided, a supplemental report will be submitted.

Event description:
Customer reported that the intra-aortic balloon pump (iabp) emitted "gas leak" alarm twice within a couple of hours time. Customer briefly changed iabps, as no other problems were noted, and reported that there were no loose connections or blood in tubing upon close examination. The 2nd iabp immediately alarmed with 'rapid gas leak" alarm as well. The iabp was placed on standby and the md/cardiac catheter lab was notified. These events occurred within a 15 minutes time interval, and the cardiologist arrived at the patient's bedside with the iabp on standby at 25 minutes and a new iabp was placed. The patient expired on (B)(6) 2017; however, the facility does not attribute the patient's death to the iabp. This complaint relates to the 2nd pump utilized in therapy. Please refer to linked balloon complaints (B)(4).

Manufacturer narrative:
The getinge cardiac account assist manager (caam) advised that she followed up with the account several times and has been unable to obtain additional information on this complaint event. In addition, she has advised that the customer is unable to advise which iabp was used on the patient so there is no way to obtain the serial number of the iabp.

Event description:
Customer reported that the intra-aortic balloon pump (iabp) emitted "gas leak" alarm twice within a couple of hours time. Customer briefly changed iabps, as no other problems were noted, and reported that there were no loose connections or blood in tubing upon close examination. The 2nd iabp immediately alarmed with 'rapid gas leak" alarm as well. The iabp was placed on standby and the md/cardiac catheter lab was notified. These events occurred within a 15 minutes time interval, and the cardiologist arrived at the patient's bedside with the iabp on standby at 25 minutes and a new iabp was placed. The patient expired on (B)(6)2017; however, the facility does not attribute the patient's death to the iabp. This complaint relates to the 2nd pump utilized in therapy. Please refer to linked balloon complaints (B)(4) and (B)(4).